Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. The health care professional (hcp) noted the implantable cardioverter defibrillator (ICD) will likely be replaced soon due to normal battery depletion, and they would like to wait until then to replace the lead during the same procedure. A request was made to have data from the device analyzed. Data analysis showed the gradual rise in shock impedance trend since approximately august 2019 is more likely due to patient factor rather than compromised integrity. Recent events confirm electrogram (egm) channels are clean/artefact free. Technical services (ts) agreed with the plan to increase the alert limit to 200 ohms for out-of-range shock impedances alongside close patient monitoring via the latitude patient monitoring system. No adverse patient effects were reported. The ICD and rv lead remain implanted and in service.